Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system has a history of inappropriate shock therapy. In-clinic troubleshooting was recommended, but the patient refused to be seen in-clinic. The system was subsequently surgically explanted and replaced due to the patient's request. Both products are expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) system has a history of inappropriate shock therapy. In-clinic troubleshooting was recommended, but the patient refused to be seen in-clinic. The system was subsequently surgically explanted and replaced due to the patient's request. This electrode was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.